Event description:
The customer stated, she was hospitalized for high blood glucose. No blood glucose reading was reported. The customer stated she did not change the infusion when she experienced the high blood glucose because she did not have any more supplies. Unable to troubleshoot due to the customer not having new supplies at the time of the call.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.